Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger would not power up. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger won't power up) was confirmed. Upon investigation the battery charger connector was corroded. The root cause of the corrosion could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the corroded battery charger connector. The patient received a replacement battery charger.